Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patients personal diabetes manager (pdm) is overheating while charging. As treatment, the patient reports using a back up method until they receive a replacement pdm.